Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction on the artis pheno system. The user was unable to register a patient for the procedure. This resulted is a long-term delay of the procedure. The system had to be rebooted twice to resolve the issue. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Before using the system, patient registration was not possible immediately after the system was started. According to the log file analysis, it was determined that the circuit board ¿fdr/mca¿ and the power supply unit of the advanced video system (digital pre-processing) failed. This caused the system to remain in the bypass mode and prevented patient registration. Additionally, it was found that system re-boot only temporarily fixed the problem. To correct the issue permanently, the "mca/fdr" board and the power supply were replaced as part of the service activity. The system was kept under observation for two weeks. No issue re-occurrence has been reported. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.